Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08710 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. The pump history file lists five (5) boluses on the event date, 6/12/2023, listed below: on 06/12/2023 08:40:34 bolus programming method: bolus wizard (1). Normal bolus amount programmed: 13000 (1.3 u) bolus amount delivered: 13000 (1.3 u). On 06/12/2023 13:36:58 bolus programming method: bolus wizard (1). Normal bolus amount programmed: 10000 (1 u) bolus amount delivered: 10000 (1 u). On 06/12/2023 14:29:16 bolus programming method: bolus wizard (1). Normal bolus amount programmed: 8000 (0.8 u) bolus amount delivered: 8000 (0.8 u). On 06/12/2023 15:06:16 bolus programming method: manual bolus (0). Normal bolus amount programmed: 10000 (1 u) bolus amount delivered: 10000 (1 u). On 06/12/2023 22:00:47 bolus programming method: preset bolus (4). Normal bolus amount programmed: 40000 (4 u) bolus amount delivered: 40000 (4 u). Please see below for the daily total of all insulin delivered on the event date, 6/12/2023: on 06/13/2023 00:00:00.000 daily total sg670 (63). Event type = 63. Daily total collection start time: 06/12/2023 00:00:00.000. Daily total of all insulin delivered: 381000 (38.1 u). Daily total of basal insulin delivered: 300000 (30 u). Daily total of bolus insulin delivered: 81000 (8.1 u). There were no auto suspend events on the event date, 6/12/2023. There were no user suspend events on the event date, 6/12/2023. The pump history file lists 9 boluses on the event date, 6/13/2023, listed below: on 06/13/2023 13:15:29 bolus programming method: preset bolus (4). Normal bolus amount programmed: 40000 (4 u) bolus amount delivered: 40000 (4 u). On 06/13/2023 18:13:42 bolus programming method: preset bolus (4). Normal bolus amount programmed: 15000 (1.5 u) bolus amount delivered: 15000 (1.5 u). On 06/13/2023 19:48:16 bolus programming method: preset bolus (4). Normal bolus amount programmed: 40000 (4 u) bolus amount delivered: 40000 (4 u). On 06/13/2023 20:16:03 bolus programming method: preset bolus (4). Normal bolus amount programmed: 15000 (1.5 u) bolus amount delivered: 15000 (1.5 u). On 06/13/2023 20:57:53 bolus programming method: preset bolus (4). Normal bolus amount programmed: 40000 (4 u) bolus amount delivered: 40000 (4 u). On 0 6/13/2023 21:10:54 bolus programming method: preset bolus (4). Normal bolus amount programmed: 15000 (1.5 u) bolus amount delivered: 15000 (1.5 u). On 06/13/2023 21:14:24 bolus programming method: preset bolus (4). Normal bolus amount programmed: 18000 (1.8 u) bolus amount delivered: 18000 (1.8 u). On 06/13/2023 22:39:30 bolus programming method: preset bolus (4). Normal bolus amount programmed: 18000 (1.8 u) bolus amount delivered: 18000 (1.8 u). On 06/13/2023 22:56:52 bolus programming method: preset bolus (4). Normal bolus amount programmed: 15000 (1.5 u) bolus amount delivered: 15000 (1.5 u). Please see below for the daily total of all insulin delivered on the event date, 6/13/2023: on 06/14/2023 00:00:00.000 daily total sg670 (63). Event type = 63. Daily total collection start ime: 06/13/2023 00:00:00.000l. Daily total of all insulin delivered: 511000 (51.1 u). Daily total of basal insulin delivered: 295000 (29.5 u). Daily total of bolus insulin delivered: 216000 (21.6 u). There were no auto suspend events on the event date, 6/13/2023. There were no user suspend events on the event date, 6/13/2023. The pump history file lists thirteen (13) boluses on the event date, 6/14/2023, listed below: on 06/14/2023 00:11:26 bolus programming method: preset bolus (4). Normal bolus amount programmed: 15000 (1.5 u) bolus amount delivered: 15000 (1.5 u). On 0 6/14/2023 01:32:42 bolus programming method: preset bolus (4). Normal bolus amount programmed: 15000 (1.5 u) bolus amount delivered: 15000 (1.5 u). On 06/14/2023 01:34:48 bolus programming method: preset bolus (4). Normal bolus amount programmed: 18000 (1.8 u) bolus amount delivered: 18000 (1.8 u). On 06/14/2023 01:58:00 bolus programming method: manual bolus (0). Normal bolus a mount programmed: 25000 (2.5 u) bolus amount delivered: 25000 (2.5 u). On 06/14/2023 05:12:50 bolus programming method: preset bolus (4). Normal bolus amount programmed: 18000 (1.8 u) bolus amount delivered: 18000 (1.8 u). On 06/14/2023 06:24:28 bolus programming method: preset bolus (4). Normal bolus amount programmed: 40000 (4 u) bolus amount delivered: 40000 (4 u). On 06/14/2023 08:28:22 bolus programming method: preset bolus (4). Normal bolus amount programmed: 40000 (4 u) bolus amount delivered: 40000 (4 u). On 06/14/2023 10:43:50 bolus programming method: preset bolus (4). Normal bolus amount programmed: 18000 (1.8 u) bolus amount delivered: 18000 (1.8 u). On 06/14/2023 12:33:49 bolus programming method: preset bolus (4). Normal bolus amount programmed: 15000 (1.5 u) bolus amount delivered: 15000 (1.5 u). On 06/14/2023 13:27:40 bolus programming method: preset bolus (4). Normal bolus amount programmed: 15000 (1.5 u) bolus amount delivered: 15000 (1.5 u). On 06/14/2023 14:19:22 bolus programming method: preset bolus (4). Normal bolus amount programmed: 18000 (1.8 u) bolus amount delivered: 18000 (1.8 u). On 06/14/2023 16:02:17 bolus programming method: manual bolus (0). Normal bolus amount programmed: 30000 (3 u) bolus amount delivered: 30000 (3 u). On 06/14/2023 18:46:24 bolus programming method: preset bolus (4). Normal bolus amount programmed: 18000 (1.8 u) bolus amount delivered: 18000 (1.8 u). Please see below for the daily total of all insulin delivered on the event date, 6/14/2023: on 06/15/2023 00:00:00.000 daily total sg670 (63). Event type = 63. Daily total collection start time: 06/14/2023 00:00:00.000. Daily total of all insulin delivered: 330250 (33.025 u). Daily total of basal insulin delivered: 45250 (4.525 u). Daily total of bolus insulin delivered: 285000 (28.5 u). There were no auto suspend events on the event date, 6/14/2023. There were no user suspend events on the event date, 6/14/2023. The pump history file lists three (3) boluses on the event date, 6/15/2023, listed below: on 06/15/2023 00:15:59 bolus programming method: preset bolus (4). Normal bolus amount programmed: 40000 (4 u) bolus amount delivered: 40000 (4 u). On 06/15/2023 04:05:15 bolus programming method: preset bolus (4). Normal bolus amount programmed: 40000 (4 u) bolus amount delivered: 40000 (4 u). On 06/15/2023 07:20:47 bolus programming method: preset bolus (4). Normal bolus amount programmed: 40000 (4 u) bolus amount delivered: 40000 (4 u). Please see below for the daily total of all insulin delivered on the event date, 6/15/2023: on 06/15/2023 10:06:00.000 daily total sg670 (63). Event type = 63. Daily total collection start time: 06/15/2023 00:00:00.000. Daily total of all insulin delivered: 129750 (12.975 u). Daily total of basal insulin delivered: 9750 (0.975 u). Daily total of bolus insulin delivered: 120000 (12 u). There were no auto suspend events on the event date, 6/15/2023. Please see below for the user suspend on the event date, 6/15/2023: on 06/15/2023 09:43:41.000 insulin delivery stopped reason for insulin delivery suspension = user suspended. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 350 mg/dl at the time of the event. The customer experienced symptoms of headache and shaking.  The customer alleged that the pump was under delivering. Troubleshooting was performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard auto mode of the insulin pump. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.